Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle deploying early. The exact cause of the reported event could not be determined. The download data shows that the device generated an 0x33 alarm, indicating that the pod timed out while waiting for input from the user. The device was reset and the data was downloaded. The pod successfully paired with a pdm, completed priming, and 5u bolus. No communication error was observed during rerun. No damages or deficiencies found that would cause the alarm.